Event description:
The manufacturer received information alleging a ventilator was not working properly. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, the device's tubing was disconnected on the sensor board. The device's tubing was reconnected to address the issue.